Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. If the product is returned at a later date, an evaluation of the product will take place. The root cause of the original complaint is undetermined.

Event description:
It was reported that while in surgery the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. After approximately 1 to 2 minutes blood was identified in the tubing after counterpulsation began. There was a reported medical / surgical intervention required because the md had to cut down to remove the iab. A second iab was inserted into the same insertion site successfully. There was no reported patient death or complications. The patient outcome is listed as still admitted on intra-aortic balloon pump (iabp) therapy. The iab should be coming out today ((B)(6) 2015.)

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while in surgery the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. After approximately 1 to 2 minutes blood was identified in the tubing after counterpulsation began. There was a reported medical / surgical intervention required because the md had to cut down to remove the iab. A second iab was inserted into the same insertion site successfully. There was no reported patient death or complications. The patient outcome is listed as still admitted on intra-aortic balloon pump (iabp) therapy. The iab should be coming out today ((B)(6) 2015.)